Event description:
It was reported that the patient presented for a lead revision procedure. The right ventricular (rv) lead exhibited noise over-sensing. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The first notification date is 04 apr 2023, and not 05 apr 2023.